Event description:
Device malfunction: needles failed to deploy. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the prostar device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after the handle was turned counter-clockwise and the handle was pulled straight back away from the hub, no needles were present. Hemostasis was achieved using a second prostar device. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.